Event description:
It was reported that this pacemaker system exhibited intermittent far field oversensing and possible functional loss of capture (loc). The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the presenting egm showed the right atrial automatic threshold (raat) test to be in suspension due to rate too high and high respiration artifacts. The egm also showed stored pacemaker mediated tachycardia (pmt) episode. The pmt rhythm appeared to be due to sinus tachy rhythm. Ts discussed possible programming options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported.